Event description:
Customer reported receiving inaccurate low readings. Customer tested blood glucose and received a reading of 138 mg/dl. Customer began to exhibit symptoms of hypoglycemia. Paramedics were contacted and received a blood glucose reading of 40 mg/dl. IV treatment was provided.